Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in the casing and the pump was exposed to moisture and had a frozen display. It was reported that the customer jumped in the pool and then the insulin pump is not working. Troubleshooting was performed but could not resolve the issue. It was found that the customer didn't get a stuck button alarm and declined the troubleshooting for the frozen display. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp customer returned device for alleged frozen screen, moisture damage and cosmetic damage at device case found on july 25, 2022. Device passed the displacement test. Device failed self test due to power supply test failed during self-test. Due to corroded internal battery. Successfully downloaded history files and traces using thus. Device was cut open to perform visual inspection and found moisture damage on the electric board, force sensor, motor, harness assembly vibrator and keypad flex tail. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case behind the device at the battery compartment, cracked battery tube threads, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay, missing display window cover and minor lcd display window scratches. Device passed required testing. Frozen screen not confirmed. Cosmetic damage confirmed behind the device at the battery compartment and battery tube threads. Moisture damage confirmed on electric board force sensor, motor, harness assembly vibrator and keypad flex tail. Confirmed due to moisture damage on the internal battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.